Manufacturer narrative:
Based on measurements performed on the device during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. The investigation showed that the device is functional an no malfunction could be detected. According to patient report the recipient is still within the indication criteria for the vsb however is a boarderline candidate and benefit with the new device is still limited, indicating that progressive hearing loss could be a contributing factor to the unsatisfactory perception. Further on the contralateral side recipient was already reimplanted with a cochlear implant.

Event description:
Reportedly, the user's hearing performance with the device was fluctuating. It is difficult to know if the fluctuating performance got worse over time or when it began. No clear malfunction of the device was confirmed. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user's hearing performance with the device was fluctuating. The device has been explanted.